Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in france where it was inspected by a trained f&p service technician. The device was then disposed of. Results: performance testing of the complaint rd900 neopuff infant resuscitator revealed that the manometer and valve were faulty. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should be noted that the subject neopuff is over 15 years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in the netherlands reported via a fisher and paykel healthcare (f&p) field representative that a rd900 neopuff infant resuscitator had a pressure issue. Upon device assessment by the f&p field representative, it was discovered that the manometer was faulty. There was no patient involvement.

Event description:
A healthcare facility in the netherlands reported via a fisher and paykel healthcare (f&p) field representative that a rd900 neopuff infant resuscitator had a pressure issue. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service center in france where it was performance tested by a trained f&p service technician. The device was then disposed of. Results: performance testing of the complaint rd900 neopuff infant resuscitator revealed that no pressure issue was found. Conclusion: we are unable to determine the cause of the reported event, as no pressure fault was found. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should be noted that the subject neopuff is over 15 years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to f&p for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher and paykel healthcare (f&p) field representative that a rd900 neopuff infant resuscitator had a pressure issue. Upon device assessment by the f&p field representative, it was discovered that the manometer was faulty. There was no patient involvement.